Manufacturer narrative:
Date of event is estimated. Patient weight is estimated.Additional components potentially involved in the event include: Common Device Name: Octrode Lead Kit, 60cm Length, Model: 3186, UDI: (b)(4), Serial: (b)(6), Batch: A000163700.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to resolve the issue. As a result, the system was explanted to address the issue. It is unknown which lead caused the issue.